Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional clarifying information was received. The patient awoke in the middle of the night to the programmer beeping and saw a "doctor symbol". The programmer was switched off and the patient fell asleep again. Approximately six hours later, the patient awakened to find the stimulator was off. The device was turned back on and the patient felt tingling in both legs for about three minutes. The therapeutic effectiveness had not changed. It was noted the patient's ins was implanted in the right abdomen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The ins turned off for seemingly no reason at night. The handset gave an audible signal. The patient noticed the device was off in the morning, six hours after it turned off, and turned it back on. No interventions were taken and stimulation was still on. It was unknown if the event had resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. Device information was received. It was also reported that the patient's ins had a power on reset error (por) occur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted therapy had been on since the event. The dates of previous sessions seemed to be in arbitrary order due to the por. An impedance check did not reveal any abnormal impedances.